Manufacturer narrative:
(B)(4). Batch number ==> r5822k. Investigation summary ==> the analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain what issues occurred when firing the stapler? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed properly in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Was there any issue with staple formation (b-formation, irregular, legs straight)? Was there any issue with the cut line (jagged, dull knife, irregular, etc)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws of the device eventually open?

Event description:
It was reported that during an liver resection, there were issues with firing the stapler. It is unknown how the case was completed. There were no patient consequences reported.